Event description:
The patient was implanted with a left ventricular assist device. It was reported that while at home, the patient noticed yellow drainage from the driveline site and was experiencing increased abdominal edema and erythema. The patient complained of pain around the driveline site that kept him up at night. The patient presented to the clinic for evaluation. The driveline was cultured and staphylococcus aureus was noted. The patient had an elevated white blood cell count. The patient was admitted to the hospital for intravenous (IV) antibiotics and pain control. The cardiothoracic surgeon determined debridement was not necessary. The erythema and drainage subsided within 48 hours, and the patient was discharged home on a regimen of augmentin for 21 days.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.